Event description:
14-may-2024 -received an email replies from complainant for additional information. Courier tracking number: 2994022415. Quantity of sample(s): 1 ea. Date sample(s) sent: 13 may 2024. Manikandanr.

Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the sample and photos. Analysis of the sample and photos showed no damages or defects present. The device was functionally tested for leakage. It is important to state that an additional non-bd product was returned with the sample. During the leakage testing the only signs of leakage came from the non-bd product. Since the defect was not observed on the bd product, no root cause can be identified for the failure mode reported. It is important to review our instructions for use documentation prior to using our products to ensure there are no issues during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd connecta plus3 white drug leak at the handle of connecta. The customer connected IV set and bd connecta for drug administration to the patient, and found a leak in the handle area of bd connecta during therapy.